Event description:
Customer called for assistance in checking the standard strip. Troubleshooting by phone confirmed that the standard strip was out of calibration. The device was replaced and the defectrive one returned for investigation.